Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at work during the event when she lost consciousness, no cgm nor blood glucose reading was reported from that moment, but the patient stated that she kept treating with insulin before as the cgm reading was high. The patient reported that after she regained consciousness, she took a juice and called an ambulance. When a fingerstick was done by the paramedics, the blood glucose reading 9.6 mmol/l, no cgm was reported from the same moment. Besides juice the patient was helped by the paramedics to take a biscuit, a ¿popper¿ for the sugar level to come up, but at the time of the report the ¿reading was still low¿. At the time of the report the patient had stabilized. The patient declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.